Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up on (B)(6) 2020. Upon examination, it was discovered that the right ventricular lead exhibited noise from (B)(6) 2020. Programming changes were made to avoid oversensing of noise. There were no adverse consequences to the patient and the patient was scheduled for continued regular follow up.